Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: h2 ; correction: b4 - g4 - g7 - h10. Based on additional information received on 28- nov-2019 we realized that we are not the legal manufacturer of the device. The legal manufacturer is zimmer biomet warsaw. In the meantime this event has been captured under warsaw (B)(4) and has been linked to winterthur (B)(4). As this event is captured under warsaw (B)(4), this complaint will be set to not a complaint. So please void it from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Based on additional information received on 28- nov-2019 we realized that we are not the legal manufacturer of the device. The legal manufacturer is zimmer biomet warsaw. In the meantime this event has been captured under warsaw (B)(4) and has been linked to winterthur (B)(4). As this event is captured under warsaw (B)(4), this complaint will be set to not a complaint. So please void it from your database

Event description:
During the surgery, the surgeon faced difficulty while removing the implant and hence increasing the operating time.

Manufacturer narrative:
Additional information which was received on (B)(6) 2019. Medical product: z nail cpm neu nail cap 0mm; item#47248700200; lot#63971653. Cm extrct adapt cann m11 thrd; item#00249009011; lot#unknown. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: z nail cpm neu nail cap 0mm, catalog no#: 47-2487-002-00; lot#: 63971653, therapy date: (B)(6) 2019. The manufacturer did not receive x-ray for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery the surgeon faced difficulty while removing the implant and hence increasing the operating time.